Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the tct75 linear cutter would not fire. The safety lock engaged during shipping. Another instrument was used to complete the case. There was an extended or time. The device was discarded.